Manufacturer narrative:
A ge service representative performed an onsite investigation. The rohs backplane and generator driver to backplane cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system was getting low kv and low ma errors, and was arcing. This caused the system to lock up but the system recovered with a reboot. Fse determined there were multiple faulty parts on the system, so no single root cause could be determined. Fse replaced the backplane and a backplane cable, a series-tuning inductor (l1), and two capacitors (c1 and c2), and then performed a filament calibration to resolve the issue. Based on the age of this system (manufactured in 2000), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.